Event description:
Glycaemic peak of 396mg/dl [blood glucose increased]. Xultophy is locked [device malfunction]. Used needle blocked [device occlusion]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "glycaemic peak of 396mg/dl" with an unspecified onset date, "xultophy is locked" with an unspecified onset date, and concerned an adult female patient (age not reported) who was treated with xultophy (insulin degludec 100 u/ml, liraglutide 3.6 mg/ml) from (B)(6) 2018 and ongoing due to "type 2 diabetes mellitus" (dose and frequency 34 iu),, novofine (needle) from unknown start date due to "device therapy". Patient's height: (B)(6), patient's weight: (B)(6), patient's bmi: 24.2420. Medical history included type 2 diabetes mellitus (duration not reported). On an unspecified date, the xultophy was locked and the patient had her blood glucose decompensated causing her hospitalization for 6 days. The patient had a glycaemic peak of 396mg/dl, the normal value being 96mg/dl. The patient bought a new xultophy pen after hospitalization and blood glucose returned to normal. It was reported that the needle was blocked, and the patient used the needle only once. The patient did not store the product with the needle attached. Batch number was reported. Action taken to xultophy was not reported. The outcome for the event "glycaemic peak of 396mg/dl" was recovered on an unknown date. The outcome for the event "xultophy is locked" was not reported. The outcome for the event "used needle blocked" was not reported. Investigation result: name: xultophy® flextouch®, batch number: gp54353. A visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively due to empty pen. However, the device had been separated to investigate the internal parts; it was not possible to observe anything abnormal. Due to insufficient amount available for testing it was not possible to investigate the returned sample comprehensively. The product was not returned for examination. The complaint had been registered in the novo nordisk complaint handling system. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. A reference were examined macroscopically parameters identity, assay and degradation were also performed. A test for preservatives was performed. The reference sample was found to be normal. The results were found to comply with specifications. During investigation it had not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Name: novofine®, batch number: unknown. Microscopic examination performed. A visual examination of the back needle of the returned product was performed. The needle met specification. The needles were tested for flow with measure threads. One used needle was identified to be blocked. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery is not possible and dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. Company comment: on 15-mar-2019: since no faults were found on the returned device xultophy and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of xultophy. One suspected novofine needle (batch number unknown) was returned to novo nordisk a/s for investigation. The needle was attached to the xultophy pen. The returned products were examined macroscopically and microscopically. The needle met the specifications. Additionally, the investigation disclosed that the needle was blocked. This can affect the dose accuracy when used with xultophy pen. The problem with the needle is due to incorrect handling during use. The reported device malfunction leading to blood glucose increased could be attributed to product handling error. Reporter comment: patient relates the events to the technical complaint.